Manufacturer narrative:
(B)(6) 2010. The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and sticking when pressed during testing it was also noted that whenthe keypad was removed there was adhesive underneath the contacts.

Event description:
The mother claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.